Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter; pro duct ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-mar-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.590 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. It was reported that during the normal eos (end of service) pump replacement procedure, the hcp was unable to aspirate the catheter. The hcp tried to aspirate from the old pump, from the old catheter, and also tried after connecting the old catheter to the new pump. After he still couldn¿t aspirate, the hcp removed the pump segment and part of the spinal segment and replaced it with a new pump segment and completed a back table prime of the new pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.